Event description:
The customer reported that the defibrillator could not complete the test with an associated delay in charging time. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.